Manufacturer narrative:
(B)(4). Implant date: unknown date in 2015. Concomitant medical products: kne-vanguard-tibial trays-unk; p/n: unk, l/n: unk, kne-vanguard-femorals-unk; p/n: unk, l/n: unk, kne-vanguard-patellas-unk; p/n: unk, l/n: unk. Mw5080041. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to remains implanted. Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) review was unable to be performed as the lot number was not provided. Root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: this report, 0001825034-2018-10491, 0001825034-2018-10494. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.(B)(4).

Event description:
It was reported a patient underwent initial total right knee arthroplasty two years post-implantation. Subsequently, the patient experienced pain, swelling, and limited range of motion. No additional patient consequences were reported.